Event description:
Foley insterted with sterile technique after spinal anesthesia while pt was in the or. Uneventful surgery. Patient transferred from or to pacu and eventually to the ortho unit. Several days later, the rn was completing patient rounds when the pt complained that the bladder felt full. Assessment indicates that the bag was empty. Staff report that they "gently shook" the tubing and that 925cc of urine began to drain into the collection bag. No problems with this foley's drainage prior to this date or time. The staff said noted approximately 5 other patients who have had similar experiences with the foley catheters in the last 2 months. Staff said they noticed no problems with the device draining during the daytime--only after the patient has been in a recumbent position for several hours. Once the foley cath is "shaken," staff reports it drains large amounts. In all cases, no visual defects when the foley is removed.